Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube) and initiated duopa therapy on (B)(6) 2019. It was reported that the patient was hospitalized on (B)(6) 2020 for j-tube occlusion. On (B)(6) 2020, the patient underwent a procedure to replace the device. The patient experienced respiratory distress of inhalation and expired on (B)(6) 2020. It was reported that the patient was in palliative care at the time of event and reported the cause of death was due to natural causes. It was unknown if an autopsy was performed.